Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The instrument was analyzed and found to have a broken blade. The broken piece measuring approximately 0.44" x 0.10" was not returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue..

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The nurse took the instrument out for intraoperative cleaning and noted that the blade was broken. The customer used a backup instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.